Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (poor mechanical connection) was not confirmed; the battery operated as expected during bench testing. Analysis revealed that the device passed visual examination and functional testing. The complaint event could not be duplicated at the bench level. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site by the vad coordinator that the patient was in the clinic for a routine visit on (B)(6) 2016.  During the visit the patient reported that the connector for a battery was making a "grinding noise." Patient denied any damage to the battery and none was noted upon assessment, also no alarms were reported.  Upon assessment by the vad coordinator, it sounds as if there is a spring within the connector that is being stressed or is rubbing. It was stated that the faulty battery was removed from service and replaced. No additional information available.